Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation contamination was discovered on the charger/modem's battery board. The contamination prevented the battery charger from charging a battery pack. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger/modem would not charge her battery packs. The pt was issued a replacement battery charger/modem.